Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, fistula, mobility.